Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The patient was receiving an unspecified hydration solution. After "a couple of hours" in use, the tubing separated from the arm of the upper y-site and blood loss was noted. The blood loss was reported as approximatley 4ml. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.